Manufacturer narrative:
Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2013, product type: catheter. Product ID: 8780, serial# (B)(4), product type: catheter. (B)(4).

Event description:
It was later reported that the device system was used to deliver morphine. The cause of the event was patient anatomy. Symptom associated with event was uncontrolled pain. The patient did not require hospitalization as a result of the event. Patient outcome noted as recovered without sequelae.

Event description:
It was reported that a patient was not getting therapeutic effect and no pain relief post implant, despite multiple increases. A dye study was attempted but the catheter was unable to be aspirated. Upon removal, the catheter was only patent when pulled down to l1. The catheter was replaced. The replacement catheter was also found to only have flow when pulled to l1. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).